Event description:
Oratec was orally informed of an incident that occurred at the institute on 8/21/98. The report indicated that the distal 2" of the spine cath was broken off when the device was removed from the pt. The initial report suggested that some of the exterior insulation had stripped off the catheter. Oratec's rep was able to discuss with the attending physician the circumstances surrounding the reported event. The physician had stated that he felt "some resistance" of the catheter when he tried to reposition it within the pt's disc, he did not try to reposition the needle, and "just tugged" on the catheter to reposition it. When the catheter was withdrawn nad the broken tip was noted, he introduced another catheter, and treated the pt. The operative report did not indicate any pt complication post treatment. The physician decided to leave the catheter fragment within the intervertebral disc. According to the physician, the pt was fully informed of the fragmented catheter inside the disc and was not concerned. He stated that the pt has a broken pedicle screw from a previous procedure that is causing no problems. He also planned to monitor the fragment periodically by x-ray. The device was returned to oratec for inspection, and the investigation results revealed that the exposed end of the broken catheter showed a twisted and distorted core wire. The wire did not break cleanly. Mechanical pull tests performed on a sample population of catheters showed that in order for the core wire to become twisted, the catheter was subjected to severe bending and twisting which fatigued to core wire and may have possibly broken in prior to device extraction. Since the device was returned without its box, the lot info was not available for records review. However, review of the shipment data to this site within the reported timeframe showed that the device lot had been used with no other reports of complication.